Manufacturer narrative:
The rse evaluated the device remotely and determined that the battery cannot be charged due to a battery failure. The rse recommended an on-site evaluation for further investigation, however, the customer declined any additional services. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a battery fault.